Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient developed a driveline infection and was given oral antibiotics. An ultrasound of the exit site was performed and showed fluid around the driveline. It did not state how far but when surgically debrided there was about a 2 inch incision. It was reported that the patient is being treated with a wound vacuum assisted closure (vac) and an IV antibiotic, as according to infectious disease the infection is not a curable pseudomonas. The hospital staff is hoping to discharge the patient this week.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.